Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a short on the ECG c and d cable. The root cause for the shorted wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.